Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965, lead, (B)(6) 2004; 5076-52, lead, (B)(6) 2004. (B)(4).

Event description:
Additional information obtained from the clinic indicated that the source of the infection was scrapes on the arm that occurred when gardening.

Event description:
It was reported that the patient developed a systemic staph infection. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.